Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the outer insulation is cut at 18.5cm, the proximal conductor has significant blood inside, this likely occurred during time of implant. The cut in insulation would cause rising thresholds. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead exhibited high thresholds and a perforation was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.